Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 404mg/dl which was treated with insulin pump. Customer states that they had blood glucose of 159mg/dl at night. Customer states that they got calibration not accepted alert and change sensor alarm. Customer declined troubleshoot for high blood glucose. Customer will return the sensor for analysis.